Event description:
Attempted percutaneous gastrostomy with 18 french ross gastrostomy tube. Tube would not pass through gastric wall despite presence of suture anchors (t-fasteners) and prior tract dilation. Suture anchors broke resulting in failure to complete gastrostomy. Tube design later noted to have been changed by MFR. Larger diameter and less tapered at tip.